Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been returned. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bottom of patient's cmd d-coil was separating as a crack was visible on the bottom of the coil and a replacement was requested. Patient uses a cmd coil due to inadequate retention issues. It was received shortly after activation. The damage to the cmd d-coil is not thought to be contributing to the observed skin flap erosion: there is no erosion or inflammation at the coil site, but only in the area between the pinna and the implant site. Neither the processor nor the coil are in contact with this 2 cm area of skin breakdown.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Device investigation revealed a broken base part of the cmd d-coil. This component has a decreased mechanical stability as a thinning out of this part is required to accommodate a larger magnet to achieve an increased magnetic retention. In combination with a stronger magnet this can lead to a reduced lifetime of the cmd coil, as identified on the corresponding cmd risk assessment, which also states to stop using the cmd coil immediately if the coil bottom should be damaged. This is a final report.

Event description:
The bottom of patient's cmd d-coil was separating as a crack was visible on the bottom of the coil. Patient uses a cmd coil due to inadequate retention issues. Cmd d-coil was received shortly after activation.